Manufacturer narrative:
Upon receipt, the device was interrogated and the device image revealed that the battery longevity was less than what was expected based on device usage. The reported event of premature battery depletion was confirmed and the cause was isolated to an anomaly with the c4 hybrid. Please be advised that this device was previously reported with manufacturer reference number 2017865-2015-03979.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported. The patient was monitored and noted to be in stable condition.